Manufacturer narrative:
Corrected information was provided. The initial MDR submitted under manufacturing report #2028159-2015-07858, was submitted in error. All subsequent investigation information and any other additional information received will be provided in manufacturing report #2028159-2015-07896. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician requested a light bulb to be replaced. Additional event details have been requested.